Event description:
The patient was a 87 year old male, admitted on 2/22/93 who had brain cancer colon cancer, r/o sepsis, pneumonia. On 2/22/93, at approximately 2200 1/2 strength isocal feeding started at 50cc/hr via n/g tube. Approx. 30 minutes later, it was noted that 400cc infused. Md called. Patient later expired on 2/23/93 at 9:40 pm. The cause of death listed was cardiopulmonary arrest, secondary to pneumonia, sepsis. The patient was a do not resusciatedevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: component failure, none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.